Event description:
It was reported that the pump kept flipping. The pump became infected and was explanted. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.